Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "catheter break when placing it so it was decided not to use it anymore, the equipment was disposed of the catheter tip was broken.". It was reported "the damage was presented in the guide at the time of introduction" and "the patient was not in any danger". It was decided not to place another catheter and the patient's stay continued without any complications.

Event description:
The complaint is reported as: "catheter break when placing it so it was decided not to use it anymore, the equipment was disposed of the catheter tip was broken.". It was reported "the damage was presented in the guide at the time of introduction" and "the patient was not in any danger". It was decided not to place another catheter and the patient's stay continued without any complications.

Manufacturer narrative:
(B)(4).